Manufacturer narrative:
(B)(4) customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a total shoulder replacement. During the procedure, as the surgeon impacted the glenosphere, the gray impactor handle tip broke into 3 pieces. Pieces fell into the wound and all were retrieved. The impaction was completed using the poly impactor. No patient impact was reported. No further information was available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed through visual examination. The returned tip was fractured into two pieces. The broken device was submitted for material analysis via ftir. The material was confirmed to be consistent with radel. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.